Event description:
Customer alleged blood glucose result of "200 something" mg/dl and "100 something" mg/dl when testing was performed back-to-back on the active system. Customer reported having no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. Request was made for the return of the suspect device and replacement product was sent.